Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited intermittent loss of capture. At this time, this ra lead remains in service and no adverse patient effects were reported.